Event description:
The pt's vad is malfunctioning. It stops working for brief periods of time. The physicians believe the electrical outlets in the room are malfunctioning. The pt will be moved into a different room. The electrical outlets were checked by the maintenance dept and are in working order. The artificial heart engineers checked the device and could not identify a problem.